Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The customer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The customer has alleged visualization of black foam particulate in the humidifier of the device. There was no report of harm or injury. The customer's investigation is ongoing. A follow-up report will be submitted when the customer's investigation is complete.

Manufacturer narrative:
The customer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The customer has alleged visualization of black foam particulate in the humidifier of the device. There was no report of harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was one error code found. The manufacturer service center concludes that they there was visible foam degradation. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated. In box d: device serviced by 3rdp?, device avail. For eval? And date returned has been updated.